Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported the basal software did not suspend insulin delivery. Customer's blood glucose (bg) decreased to 34 mg/dl. Juice was consumed to treat bg level. Customer was unable to upload pump for a log review.